Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter the guidewire was still inserted through the catheter. They first visually inspected the catheter and noted tissue that was trapped between the guidewire lumen and the guidewire. Next, they functionally tested the catheter by attempting to advance and withdraw the guidewire through the device, but they were unable to do so. They were able to deploy and undeployed the array of the catheter, even with the guidewire stuck in place. Based on all the available information boston scientific confirmed the allegation of the stuck guidewire, the cause was determined to be an unintended use error based on the presence of tissue within the device, as the instructions warn the user to use caution when manipulating the system or guidewire to avoid tissue or vessel damage. This kind of tissue damage is a known inherent risk of use of the catheter. The instructions for use of the farawave catheter states: "potential adverse events associated with use of the farawave catheter includes but are not limited to: injury related to tissue damage and/or adjacent structures."

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after 3 out of 4 pv isolations, the guidewire got stuck inside the catheter. Troubleshooting was performed to retrieve it; however, it was not working, it was not possible to remove the guidewire as normal. Fortunately, the catheter got out of the right inferior pulmonary vein, and it was requested to take out the catheter of the patient and solve it outside, but the problem persisted. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, after 3 out of 4 pv isolations, the guidewire got stuck inside the catheter. Troubleshooting was performed to retrieve it; however, it was not working, it was not possible to remove the guidewire as normal. Fortunately, the catheter got out of the right inferior pulmonary vein, and it was requested to take out the catheter of the patient and solve it outside, but the problem persisted. The catheter was replaced, and procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis as it was disposed of.